Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-01652 / 01655).

Event description:
Patient underwent a left hip closed reduction procedure due to dislocation after a fall. During the closed reduction, the head and liner dislocated. This resulted in an additional two hours of procedure time as the patient subsequently required a revision.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.